Manufacturer narrative:
Concomitant medical products: w3dr01, ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the following day post generator change, the right ventricular (rv) lead exhibited low impedance, oversensing and the fracture was suspected. It was noted that the heart rate was low. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.